Event description:
During two separate pci procedures, an incident involving the medtronic telescope guide extension catheter occurred. In the first case, the stent was unable to be advanced completely into the telescope and became lodged. Stent deformation was seen when it was removed. The second case had the radiopaque tip fracture away from the catheter when removing a balloon from the coronary. The tip was successfully retrieved with no harm. Both devices have been returned to the vendor for testing. Reference report: mw5149455.